Event description:
Customer reported an issue with the gas module iii, which may have affected gas monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included adjustment to power supplies. The unit was tested, calibrated and safety checked to factory specifications.